Event description:
It was reported that a 52-year-old caucasian female who underwent breast augmentation revision with unknown mentor gel implants experienced bilateral rupture post procedure. The ruptures were discovered during replacement surgery. Explant and replacement with unspecified mentor gel was performed on (B)(6) 2022. See 1645337-2022-13933 for contralateral prosthesis report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on december 20, 2022. Replacement with 400cc mentor memorygel breast implants was performed with explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on december 6, 2022. The device, initially reported ruptured, was found to be intact. Reason for device explant and/or reoperation: suspected rupture manufacturer¿s reference number: (B)(4).